Manufacturer narrative:
Product analysis results: it was visually confirmed that approximately ~4mm of the instrument tip has broken off and [the broken tip] was not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the tip diameter and material hardness confirms conformance to the print specification.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a one level spinal procedure, the tip of a driver broke off while removing a screw. All device fragments were able to be retrieved and the surgery was completed successfully. No patient complications were reported.